Manufacturer narrative:
Visual, dimensional and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained.   The sales rep reported that at least 4 of the screws (both l5 & both s1 screws) were sitting proud, which led to a revision surgery. No other information was received. The root cause of the event cannot be determined conclusively as no screws and insufficient information about the product and surgery was provided to stryker, during follow-ups with the sales rep. H3 other text : status and location of the device is unknown.

Event description:
It was reported that a patient was experiencing pain from a previously implanted l4-s1 everest construct. There were four screws (two at l5 and s1) sitting proud which could be physically felt by the surgeon and patient. The patient has been revised. This report represents the third of the 4 everest screws.

Manufacturer narrative:
Location of the screw is unknown.

Event description:
It was reported that a patient was experiencing pain from a previously implanted l4-s1 everest construct. There were four screws (two at l5 and s1) sitting proud which could be physically felt by the surgeon and patient. The patient has been revised. This report represents the third of the 4 everest screws.